Event description:
It was reported that decreased sensing and high impedance were observed. Insulation damage and fracture were found near the connector pins during lead revision. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 11.2cm from the connector pin was returned for analysis. Analysis was normal. No anomaly found. Without the return of the entire lead a full analysis could not be performed.